Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found the instrument failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed, and current flow was not detected across the hook. There is no obvious damage to the conductor wire. The instrument was tested for continuity and failed. The conductor wire break was isolated to the distal end through partial instrument disassembly. The yaw pulley was then disassembled, and the conductor wire was found to be broken inside the yaw pulley. . The complaint regarding no energy was confirmed by failure analysis.

Event description:
It was reported that during a vinci-assisted surgical procedure, the customer reported no energy to the permanent cautery hook with 3 live left. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: follow-up: on 10/28/2024, the robotic coordinator informed the instrument was inspected prior to use with no damaged noted. The cannula was inspected prior to use and the pin gauge was not used to inspect the cannula. There was not damage to the instrument noted after the event. There was no arcing observed. The vio dv 2.0 integrated electrosurgical unit (erbe) was used and the instrument was connected properly. Patient demographics were provided.